Event description:
Clinic notes indicated that a patient had sleep apnea. The physician adjusted the patient's settings, but it was not clear if the physician believed that the sleep apnea was affected by vns stimulation or not. No further relevant information has been received to date.